Event description:
The customer reported the system is displaying a corruption error, and losing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris edges and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint (B) (4).